Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The initial MDR was filed for (B)(4), which has been determined to be a duplicate complaint and MDR of (B)(4).